Event description:
A customer notified baxter corporate product surveillance (cps) of an intermate in which a broken luer tip was observed. The unit was wrapped in a pack of (6) and there were (2) packs in a bag. When bag was opened, the tip was seen loose in the package. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination confirmed the reported condition. The exact root cause was not identified but the confirmed condition was attributed to a manufacturing issue. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. A review of all batch record documents was performed for associated lot numbers with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A follow up medwatch will be submitted upon the completion of the evaluation or if any additional information becomes available.